Event description:
The reporter stated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens in patient's left eye on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to excessive vaulting associated with elevated intraocular pressure. The lens was exchanged for a shorter length lens. The patient's last visit on (B)(6) 2012, bcva was 20/20.

Manufacturer narrative:
(B)(4) - (secondary surgery); (excessive).